Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent break. Block h10: the returned naviflex rx delivery system was analyzed, and a visual evaluation noted that the pull wire was fully retracted and it was kinked in several locations. The push catheter was kinked/bent in several locations and it is torn near the handle exposing the pull wire. The suture was detached and it was not returned for analysis, also the suture hole was torn. The advanix rx stent was not returned for analysis. No other issues with the device were noted. The reported event of stent break was not confirmed. Based on the product analysis, the issue occurred during procedure. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering could have contributed with the damages observed, pull wire and push catheter kinked/bent. Kinks and bends on the delivery system can cause friction between the components at kinked/bent areas, this would result in difficulties to deploy the stent, continued attempts to retract the pull wire/guide catheter or force applied to the device to release the stent can tear the push catheter, suture hole torn indicates that the suture was placed on the device, however it was submitted to tension forces that resulted in the detachment of the suture. The investigation conclusion code for the encountered damages will be selected as adverse event related to procedure. The stent was not returned, it could not be visually inspected in order to confirmed the alleged issue, therefore, no problem detected is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the stent broke. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the stent broke. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts